Event description:
It was reported the pt's device was implanted "backwards". The pt stated she had to have the device replaced shortly after it was implanted. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).